Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-medical engineer that the pt came into the ER due to pump stoppage on the system controller and also on the back up system controller. In addition, they also had problems with the hospital back up system controller. The following day the patient was discharged.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.